Manufacturer narrative:
H3: product analysis as found condition: the rebar 18 catheter and the solitaire fr 4-20 stent device were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined and found flattened. The catheter body was kinked at 66.0cm and 81.5 cm from the distal tip and flattened from the distal tip to 2.5cm from the distal tip. No flashes or voids were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub without issues. Resistance was observed along the damaged location. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as the returned rebar 18 catheter was damaged (kinked and flattened). However, the cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, incompatible or damaged devices, a too-low flush rate, or a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was not tortuous, and the solitaire fr 4-20 stent device was compatible with the rebar 18 catheter, ruling out vessel tortuosity and an incompatible catheter as potential causes. In addition, the customer indicated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a possible cause. Thus, damaged devices, a too-low flush rate, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency thrombectomy procedure to treat an ischemic stroke and acute large-artery occlusion of the left middle cerebral artery, the solitaire fr 4x20 stent became stuck at the distal end of the rebar catheter and could not be pushed out of the microcatheter. Catheter resistance was encountered at the distal section. The resistance occured during the procedure during delivery. The vessel was not tortuous. The surgeon replaced the stent and microcatheter, after which the operation was successfully completed. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU.